Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), and batch: 7104727. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), and batch: 7104675. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), and batch: 7113116. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), and batch: 7113375. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, and batch: 31313105. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, and batch: 31359709.

Event description:
It was reported that the patient passed away due to an unknown reason eleven days after a deep brain stimulation (dbs) implant procedure. Additional information has not been obtained despite good faith efforts.